Event description:
It was reported that the patient had a standard neurological exam and modified rankin score performed. There was no hemorrhagic conversion. A computed tomography (CT) scan performed on (B)(6) 2021 showed minimal delayed perfusion, temporal right sided local ischemia, and edema. Antithrombotic medication was changed (intensification noted). The patient remained ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with left sided hemiparesis after extubation in first contact after sedation (B)(6) 2021. The neurological consultation stated that patient had infratentorial ischemia (dd postictal hemiparesis). There was indication for assistance by neurological consultant. The patient's neurologic dysfunction was ongoing at the time of the patient's withdrawal from the study.